Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cord damage" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had cord damage and "light electricity was felt in hand when unplugging the motor from the console". The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.